Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that she had low blood glucose and the emt was called. Customer's blood glucose was 30 mg/dl. Customer's blood glucose at time of call was 158 mg/dl. Device alarmed a button error alarm. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professional's instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump passed the functional testing including the displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. The pump was received with normal operating currents and no unexpected off no power or low battery alarms were noted. The pump was received with intermittent button response. No button error alarms noted during testing. The pump had minor scratches on the lcd window, a cracked reservoir tube lip, a cracked reservoir tube window and a missing end cap sticker.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.